Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure -1001" and "self check failure -1003" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead a zoll representative went on site to evaluate the device. The customer's report of error 1001 was duplicated and attributed to a faulty integrated circuit on the smart pneumatic module board. The smart pneumatic module board was replaced to resolve the report. The customer's report of error 1003 was observed during initial testing; however was not duplicated after extensive testing. Internal inspection of the device found foreign substance in the intake manifold assembly, but was not able to conclusively determine if it contributed to the fault. The intake manifold assembly was replaced as a precaution. The device was recertified. Analysis of reports of this type has not identified an increase in trend.